Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) has experienced some periodic urinary incontinence that can not be controlled with the device. It was stated that most of the time the aus works as expected. Scheduled urination and a clinical evaluation with the physician was recommended by boston scientific patient service specialist.